Manufacturer narrative:
B3: date of event estimated. D4: the UDI is unknown due to the part/lot number was not provided. D6: date of implant estimated. The device was not returned for analysis. The lot history record (lhr) and complaint history reviews were not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported heart failure and renal failure were unable to be determined. The reported recurrent mr was a cascading event of the reported slda. The reported patient effects of renal failure, heart failure, and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Literature attachment: article title " feasibility of a percutaneous and non-fluoroscopic procedure for transcatheter mitral valve edge-to-edge repair" the reported device malfunction in the article is captured under separate medwatch reports.

Event description:
It was reported through a research article that from april 2021 to august 2021, 23 patients underwent a mitraclip procedure to treat mitral regurgitation (mr). The implanted mitraclips may have cause or contribute to recurrent mitral regurgitation, heart failure, and renal failure. It was also noted that in one patient, one week after implantation, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), resulting in mitral valve replacement. Additional information is listed in the attached article, titled ¿feasibility of a percutaneous and non-fluoroscopic procedure for transcatheter mitral valve edge-to-edge repair.¿